Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was taken to the hospital yesterday because they were acting funny. The patient seemed to have some dyskinesia. They checked the ins and it was off, so they turned the ins back on and the patient was fine.